Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component. The surgeon reported the tibial component had gross motion that could be visualized. There were no concerns reported regarding the femoral component, though it was revised. The patellar component was not revised in the operation. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and depuy cements x 2. Doi: (B)(6) 2016, dor: (B)(6) 2018 (lt knee).